Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Analysis also determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment.

Event description:
Boston scientific received information that this pacemaker was explanted for premature battery depletion. The patient is pacemaker dependant and the device was implanted for approximately 2.5 years. Furthermore, it was reported this device was unable to be interrogated prior to explant due to early end of life (eol). No additional adverse patient effects or allegations reported.

Manufacturer narrative:
This device is currently undergoing detailed laboratory analysis. This report will be updated upon completion of lab analysis.